Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unidentified spectrum iq infusion pumps presented false air-in-line alarms during patient use at the intensive care unit (ICU) in 3 separate events. All 3 events were during patient infusion with the administration of different vasopressors medications (vasopressin, norepinephrine & epinephrine). In all 3 cases, the pump alarmed air in line, which required the nurse to pause the infusion for inspection, however no visible "air" was observed. During the time that the infusion was paused for the inspection, the patients had transient decreases in their blood pressure (bp) and in 2 cases an increased dose of the vasopressor treatment was required. The reporter stated that the pumps were not changed. None of the pumps were sequestered, hence, no device will be sent to baxter for evaluation. There was no known patient injury associated with this event. No additional information is available.